Event description:
It was reported that the patient was unable to be treated. An icefx cryoablation console failed during the testing cycle. Nine error messages occurred, and the one that prevented continuing the procedure was a faulty gas pressure sensor. The patient was not able to treated. Additional information has been requested but was unavailable at the time of this report.